Event description:
On (B)(6) 2013, a sorin crm USA, inc representative called technical services following the implant of a paradym rf 9750 sn (B)(4), for technical assistance. The caller had questions about 2 warnings that were noticed prior to implant but the implanter thought the messages would clear following implant. Testing during implant showed normal device operation. No unusual device operation was observed. The warning messages were observed prior to implant but the caller believed the message would reset once implanted. The reset occurred two days before the 9750 was reportedly shipped from the (B)(4) facility on (B)(4) 2013. This reset is believed to have occurred while on the shelf at the (B)(4) facility.

Manufacturer narrative:
A preliminary analysis from the manufacturer was received on (B)(4) 2013 stating that the device may remain implanted, more details will be provided later. A subsequent analysis from the manufacturer is pending.

Manufacturer narrative:
(B)(6) 2013- a preliminary analysis from the manufacturer was received on (B)(6) 2013 stating that the device may remain implanted, more details will be provided later. A subsequent analysis from the manufacturer is pending. (B)(6) 2014- an analysis revealed the reported event resulted from data altered in device memory. The final analysis from the manufacturer is pending. Device remains implanted.

Event description:
On (B)(6) 2013, a sorin (B)(4) inc. Representative called technical services following the implant of a paradym rf 9750 sn (B)(4), for technical assistance. The caller had questions about 2 warnings that were noticed prior to implant but the implanter thought the messages would clear following implant. Testing during implant showed normal device operation. No unusual device operation was observed. The warning messages were observed prior to implant but the caller believed the message would reset once implanted.the reset occurred two days before the 9750 was reportedly shipped from the (B)(4) facility on (B)(6) 2013. This reset is believed to have occurred while on the shelf at the (B)(4) facility.

Manufacturer narrative:
(B)(6) 2013- a preliminary analysis from the manufacturer was received on (B)(6) 2013 stating that the device may remain implanted, more details will be provided later. A subsequent analysis from the manufacturer is pending. (B)(6) 2014 an analysis revealed the reported event resulted from data altered in device memory. The final analysis from the manufacturer is pending. (B)(6) 2014 method code : the device remains implanted, therefore programmer files from the implant day were analyzed result code : please refer to the attached analysis, (B)(4). Conclusion : the root cause of the multiple data alteration remains unknown.

Event description:
On (B)(6) 2013, a sorin crm USA, inc. Representative called technical services following the implant of a paradym rf 9750 sn (B)(4), for technical assistance. The caller had questions about 2 warnings that were noticed prior to implant but the implanter thought the messages would clear following implant. Testing during implant showed normal device operation. No unusual device operation was observed. The warning messages were observed prior to implant but the caller believed the message would reset once implanted.the reset occurred two days before the 9750 was reportedly shipped from the (B)(6) facility on (B)(6) 2013. This reset is believed to have occurred while on the shelf at the (B)(6) facility.